Event description:
This is a solicited report by a nurse from (B)(6) (local reference number (B)(4)) of aseptic peritonitis in an (B)(6) female patient subsequent to the administration of dianeal unknown bag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal unknown bag 1.36% and extraneal viaflex (lot numbers and dosages were not reported) 3 exchanges intraperitoneally (ip) daily for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced cloudy effluent and was hospitalized. Biological investigations were performed on the peritoneal effluent which revealed leucocyte count at 1 cell/mm**3. Peritoneal effluent culture was performed and was negative. Aseptic peritonitis was diagnosed. The patient received peritoneal lavage with kefzol (c'fazoline) 1 gram then kefzol 250 mg and nebcine (tobramycine) 25 mg as corrective treatment. During hospitalization the patient performed 5 exchanges daily with unspecified pd solutions (lot numbers were not reported). On (B)(6) 2010, the patient was discharged from the hospital. Peritoneal dialysis with dianeal unknown bag and extraneal viaflex therapies continued with 3 exchanges daily. On an unreported date in 2010, the patient recovered from aseptic peritonitis. The patient's medical history and concomitant medications were not reported. The nurse considered the aseptic peritonitis to be possibly related to dianeal unknown bag and extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.